Event description:
It was reported that while impacting the trial tibial baseplate into the tibia, theppk tibial impactor on the thin end snapped off. The broken piece was able to be retrieved from the patient. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. H6: component code: mechanical (g04) - impactor. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified signs of repeated use (surface marring, strike marks on the strike plate, and indents, dings, nicks and scratches on the impactor pad). Device is fractured into two pieces. The device history record was reviewed and no discrepancies relevant to the reported event were found. Device has a potential field age of 7 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.